Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing/jammed) during suturing procedure". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot number are 73d2400447 and 73d2400178. Per DHR the product visistat 35r 6/box lot # 73d2400447 was manufactured on 04/09/2024 a total of (B)(4) pieces. Lot was released on 04/24/2024. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35r 6/box lot # 73d2400178 was manufactured on 04/02/2024 a total of (B)(4) pieces. Lot was released on 04/16/2024. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the first two staples were observed to be misaligned. The stapler was returned with 40 staples remaining in the cover block. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was performed on the anvil. The inner angle of the hook measured 81.1426 which is not within the specification. The outer angle of the hook measured 93.1263 which is within the specification. Measurements were performed using keyence vhx-7000. A non-conformance was previously opened to address anvil components out of specification. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple correctly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. During skin pad insertion, two misfires were encountered. In both instances, an unformed and formed staple fired at the same time. The stapler was disassembled. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A device history record review was performed on potential lot number based on sales, and no relevant findings were identified. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the first two staples were observed to be misaligned. The stapler could not consistently fire staples correctly. The stapler was disassembled. The anvil component was observed to be out of specification. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was previously opened to address anvil components out of specification. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing/jammed) during suturing procedure". No report of patient harm or injury.